Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 337 ml during therapy initiated on (B)(6) 2011 at 09:20am, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed cycle 4 received a partial fill. Cycle 4 drain was completed on (B)(4) 2011 15:41:27 and the user's actual drain volume during cycle 4 was 342 ml. The actual drain volume of 342 ml is 76% of largest prescribed fill volume (lpfv) of 450 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy. During night drain cycle 4, the patient's ultrafiltration reading was 337ml, indicating the home patient (hp) drained 337ml more than their maximum programmed fill volume of 450ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.